Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (communication) issue. Reportedly, the pump gave audio and vibration alerts persistently without showing any alarm on the display screen. Patient reported that the issue was not resolved by rebooting. Patient was able to confirm that time/date and basal rate were correct, and was able to complete rewind, load and prime steps but the alarms continued. Review of alarm history did not show any call service alarms on the day of the call. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/26/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find any related activities. On investigation, the pump powered up to the verify screen with the appropriate audible and vibratory functions. A rewind/load/prime sequence and a 24-hour pump exercise were executed without any incidents. The investigation was unable to reproduce the reported call service alarm issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.